Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please see attached for the results of our investigation. [(B)(4)].

Event description:
It was reported a patient was suffering from increased pain. Bone scan indicates loosening of the tibial component. Patient will wait to consider surgery.